Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that it takes them 2-3 hours to charge the ins. Patient said they can easily feel the ins. Patient said the ins gets in the way when they are doing yoga. Reviewed positioning the recharger, patient was able to start and maintain a charging session. The troubleshooting steps that were taken on the call resolved the issue. Additional information was received from the patient. They reported that every time they go to recharge, it takes a long time to charge and they had been charging prior to the call for 2 hours and they only got to 20%. Patient said this keeps happening. Patient confirmed that, while they were charging for the full 2 hours, their recharger was not disconnecting from ins and they saw excellent connection. On the call, patient's recharger had an orange light on the power button and sounding the error tones. Patient said they saw the error code 1707. Agent reviewed information. Patient dismissed message, powered on the recharger, and successfully connected to their ins to begin a charging session again. Patient confirmed again they can feel their ins easily and can feel all four sides. Patient also mentioned they received a letter in regards to this case and reviewed their answers on the call. Patient answered the question of "was the cause of the interstim taking 2-3 hours to charge determined?" By indicating that they got it charged but they expect it to take a long time to charge every time they start a recharging session. The issue was not resolved and cause was not determined. 2023-mar-20 rtg0409485 (con): additional information was received from the patient. Pt called for assistance to pair their recharger and handset and was successful after several tries of restarting the charger and restarting the handset to pair and connect with an excellent connection the ins battery level progressed during the call. Pt said they had previously been charging every 2 weeks but the ins battery seemed to be running down too fast so they started charging once a week 2 or 3 weeks ago. During the call, some interstim recharging, handset and communicator best practice were also reviewed. 2023-mar-28 patltr (con): additional information was received from the patient. They reported that the cause of the ins taking 2-3 hours to charge was determined and noted the likely cause as "yes, sent a new one." The patient indicated the steps taken to resolve were "helped me set it up/pair." The patient indicated the cause of easily being able to feel the ins/getting in the way with yoga was determined and noted that the steps taken to resolve were "3/20/23 reset everything." 2023-jun-13 rtg0409485 (con): additional information was received from the patient. Patient called back with a continuation of recharging issues. Patient said they were continuing to charge once a week and charge every monday or tuesday. Patient said they were advised not to let their ins battery go to 10% or lower to keep the therapy on. Patient said it took them a while to connect their recharger with their ins every other week for them and usually they charge through their clothes. Patient said they were going on a trip so they had been charging for a good hour today with the belt and thought their recharger application said they were at 96% but then confirmed that the handset was at 96%. Patient said they thought their ins battery said they were at 90% and wanted to connect to their ins with their communicator but couldn't connect. Patient services confirmed with patient that they were trying to place their communicator over their recharger that was over their ins to connect with their ins. Patient services reviewed patient cannot have recharger on and over ins when trying to connect to ins with communicator. Patient powered off recharger and connected with ins and saw two error codes: 3167 and por. Patient said today was the first time they saw por with their replacement recharger and said they didn't think they let their battery go that low because they charge once a week. Patient cleared messages and could connect to ins and ins showed message to charge ins because it was at 10%. Patient connected recharger to ins on the call and saw excellent connection at 10%. Patient also mentioned that they didn't know why their battery depleted to 10% in a week and noted that they have increased stimulation multiple times between charging sessions. Patient services reviewed increasing stimulation effects battery charge. Patient will continue charging to 100%. 2023-jul-18 patltr (con): additional information was received from the patient. They reported that they had not kept it plugged in 24/7. They were told to keep white charger in the unit and plugged in. 2023-aug-17 rpl 378474, rpl 377459 (rep): no new information for the event description.